Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy. Review of the egm revealed multiple appropriate svt diagnoses prior to vt diagnosis. Programming changes were recommended.